Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for high impedance on the superior vena cava (svc) coil. However, it was noted that lead was a single coil with no svc portion. The alerts were programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Anomalous svc defibrillation coil impedance reading displayed. (B)(4).